Event description:
There was signal noise coming from the ablation catheter while in the patient. The ablation catheter was removed and replaced with no reported harm to the patient. 7fr x 115cm ez steer nav bi-directional navigation diagnostic/ablation deflectable tip catheter, 4mm tip/thermocouple, symmetric d-f. Manufacturer response for ablation catheter, 7fr x 115cm ez steer nav bi-directional navigation diagnostic/ablation (per site reporter).